Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Premature battery depletion was questioned. Additional information was provided that the device was explanted and returned to boston scientific for anlaysis. To date, there have been no reported patient symptoms associated with this clinical observation.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Premature battery depletion was questioned. Additional information was provided that the device was explanted and returned to boston scientific for analysis. To date, there have been no reported patient symptoms associated with this clinical observation. The device was placed on legal hold.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, preliminary analysis noted that the device did not meet longevity requirements. The device was then placed on hold due to pending litigation. Recently, the legal case was settled and the device was forwarded for analysis. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.